Event description:
The pt called lifewatch on (B)(6) 2010 and stated that she was hurt by the device on two occasions. The pt stated that she did not know when the two events occurred, and did not give any details as to what type of injury she received. The pt did continue to wear the device. Lifewatch attempted to call the pt six times in order to gather additional info on how the pt was hurt. On (B)(6) 2010 the pt contacted lifewatch and a pt questionnaire was filled out. The pt stated that the injury that she received was a sudden shock. The pt also stated that she received electrode burn irritation and was not sure if the electrodes actually burned her.

Manufacturer narrative:
Device was returned on 08/02/2010 and in house preliminary testing has not been performed.